Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified two openings on the anterior and a flat crease. Leak test and microscopic analysis was performed which identified a sharp opening on the bond edge valve, a striated opening on the anterior, and a void >1 mm in non-textured, valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is a sharp opening on valve bond edge (anterior) assessed as an unidentified (tear) opening, a striated opening on anterior assessed as surgical damage, and creases are observed, however, is not consider as a workmanship due to the device was not received in their original sealed packaging.

Event description:
Healthcare professional additionally reported "any creases." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.